Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the premature curing of the cement (p/n: 3172080) occurred during the tka surgery on (B)(6) 2019. There was no problem to use the cement for the component after about 2 minutes and half that was mixed, however the cement was started to cure when the surgeon used the cement for the femur after about 5 minutes that was mixed. Although the surgeon attempted using the cement quickly for the patella, it was not possible. Thus, the surgeon had to use the endurance bone cement 40g too. It took for 11 minutes to cure the endurance bone cement 40g. The surgery was completed about within 10 minutes surgical delay. Both of the cements were delivered to the agent two days before the tka surgery, stored one day at the agent warehouse, transported to the hospital operating room the previous day of the tka surgery, and it was the same storage conditions until use. No further information is available.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary: the complaint states: ¿it was reported that the premature curing of the cement (p/n: 3172080) occurred during the tka surgery on apr 19th, 2019. There was no problem to use the cement for the component after about 2 minutes and half that was mixed, however the cement was started to cure when the surgeon used the cement for the femur after about 5 minutes that was mixed. Although the surgeon attempted using the cement quickly for the patella, it was not possible. Thus, the surgeon had to use the endurance bone cement 40g too. It took for 11 minutes to cure the endurance bone cement 40g. The surgery was completed about within 10 minutes surgical delay. Both of the cements were delivered to the agent two days before the tka surgery, stored one day at the agent warehouse, transported to the hospital operating room the previous day of the tka surgery, and it was the same storage conditions until use. No further information is available.¿ device history lot ==> 0 non-conformances on this lot number. Final micro and sterility tests passed. 534 units released. Lot expiry date: 31-oct-20. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.